Event description:
A physician reported that probe cannot cut and aspirate during vitrectomy surgery. The speed was reduced to below 3000 cuts per minute, it still could not be used. The surgery was completed on the same day after replacing the product. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).